Event description:
The patient had a pump and catheter implant at 11 am. By 4:45 the same day, the patient was somnolent and non-responsive. The pump was stopped. The patient was treated with narcan. The next day, the pump, inner tubing and catheter were emptied; the pump contained dilaudid, baclofen, and clonidine. The pump was then filled with preservative free normal saline. The patient's blood pressure, heart rate, o2 saturation, and level of consciousness were with normal limits; the patient was on room air. It was thought that the patient experienced the overdose because he had been without intrathecal medication since 2008 and the dose was too high. As of 2009, the pump was still delivering the preservative free normal saline. They planned to fill it with an opioid soon, but wanted to wait a little while. They planned to probably go back to morphine at a normal starting dose of 0.5 mg/day as if the patient never had intrathecal opioids. The patient was reported to be "doing fine".